Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the no issues were found. A technical support specialist (tss) accessed the server and reviewed the stated medication details. All configurations were confirmed to be correct. Navigated to device settings and formulary and verified setup. The tss checked the logs for both medications and confirmed successful scan events. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication could not be scanned. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.